Manufacturer narrative:
B1: adverse event- yes

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular procedure to treat a proximal type I endoleak pertaining to non-gore stent graft using gore® dryseal flex introducer sheath. The stent grafts were deployed with no reported issues. The final angiography imaging revealed a dissection at the distal right external iliac artery. A bare metal stent was implanted to treat the dissection. The patient tolerated the procedure. It was reported that during the initial procedure to implant the non-gore device the right external iliac artery ruptured, and a peripheral stent graft was implanted for its treatment. The dissection on (B)(6) 2021 reportedly occurred at the distal edge of the peripheral device. It was also reported that the patient¿s access vessel was narrow.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.